Event description:
Information received by medtronic indicated that the insulin pump was over delivering of insulin. Customer blood glucose was 80 mg/dl at the time of incident. Customer current blood glucose was 171 mg/dl. Customer was treated with glucose tablets for low blood glucose. Customer alleged that the insulin pump was over delivering due to that they were waking up with low blood glucose despite going to bed with an elevated blood glucose. No harm requiring medical intervention was reported. The insulin pump and reservoir will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.